Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, noise was observed on the right ventricular (rv) lead after it was inserted into the header of the device. A different device was used and successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.